Event description:
The customer stated that he was hospitalized due to nerve damage and hyperglycemia. The reported blood glucose reading was 375 mg/dl. Troubleshooting was performed and found that the customer had bolused 45 minutes prior to the high blood glucose, and he did not know how much more insulin he should take to treat the high blood glucose. It was arranged for the customer to receive additional training. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.